Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the injector rode over the lens instead of pushing it out. The surgeon was concerned about a possible scratch and used a backup lens to complete the procedure successfully. There was no patient contact. Additional information has been requested.